Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It is reported that the thread detached from the needle.

Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: there is one previous complaint of the same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. However, taking into account that there is one previous complaint where the results did not fulfil the requirements, we consider this complaint as justified. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Corrective/preventive actions: we opened a corrective action in order to avoid this kind of incidents in the future: (B)(4).